Manufacturer narrative:
H3: product analysis of part#: g6626527; lot#: h5721004 visual and optical inspection revealed the implant was returned damaged. The implant has cracked next to where the release/lock mechanism is. The implant is fragile and can overloaded. It appears the implants structural integrity was overloaded during the implantation procedure. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for cervical myelopathy. It was reported that, implant rotated while being implanted. Upon further seating with a tamp, the implant cracked. There were no fragments of broken cage remains in patient. The levels planned for implantation were c6-c7 and the procedure or technique performed was anterior cervical discectomy and fusion. There were no patient symptoms reported, no additional treatment or surgery performed as a result. No further complications reported.